Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited failure to capture and failure to sense. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with body fluids. X-ray inspection and electrical testing found overtorque of the inner coil at the connector region, which is consistent with procedural damage. The cause of the reported events was isolated to the over torqued inner coil in the connector region. Electrical testing performed did not find any conductor fractures, but an internal short was found due to the inner coil being overtorqued in the connector region during the procedure and no other anomalies were seen.